Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, episodes of atrial lead noise were observed that caused inappropriate mode switching episodes. The lead will be monitored by remote care. There were no consequences to the patient.